Event description:
It was reported that the tip of the guidewire detached inside the patient, the device fragment was not retrieved, and the procedure was aborted. A savion flx guidewire was selected for an atherectomy and percutaneous transluminal angioplasty procedure to treat a chronic total occlusion of the left common plantar artery. The target lesion was severely calcified, and the anatomy was mildly tortuous. While backing the guidewire out of the lesion in an attempt to redirect the tip of the guidewire through the lesion again, the tip became stuck and eventually detached within the common plantar artery. The procedure was aborted. No attempts were made to retrieve the device fragment, and no additional interventions have been scheduled. No patient complications were reported, and the patient was in good condition with no change post-procedure.